Event description:
Customer reported the numbers on her meter are fading and she was unable to read results. She stated as a result of the issue she experienced feeling dizzy, nausea and weakness. She was seen at a local hospital, diagnosed with hypoglycemia and treated with IV dextrose and juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is completed.